Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using the hemopro 2, the pa has to use more leg drains. Per reporter, harvesters seem to need to use more leg drains used to since starting to use hemopro 2. There was no malfunction reported on the device. Product is not returning as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned ot us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).